Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally bd was unable to determine the specific lot number associated with this complaint. Therefore a review of the device history record could not be conducted.

Event description:
It was reported that during the blood sampling using the bd vacutainer® luer-lok¿ access device holder pre-attached sample adapter the adapter is blocked after inserting the first tube to be sampled (plain neutral tube). Blood sampling from a stopcok 3 ways (central venous way). Need to use another new adapter. Found before use. No reports of serious injury or medical intervention noted.